Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient stopped hearing with her device suddenly, after she had experienced some noise. All the external equipment has been exchanged, but the patient was still no longer able to hear. Testing was carried out which confirmed that the device has malfunctioned. Re-implantation surgery is scheduled on (B) (6), 2009.